Event description:
Physician reported uterine perforation.

Manufacturer narrative:
Info obtained is insufficient to determine the cause of the injury. This MFR report is reporting the same event documented under medwatch user facility report. Physician reported difficulty during sounding and also during seating of the novasure device. Reported user issue to pt anatomy.